Event description:
Litigation papers allege the patient was injured because of excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 medical records were obtained. Medical records indicate patient was revised due to local soft tissue reaction to a poorly functioning metal on metal implant, fretting and metallic wear at the head and neck junction, cloudy yellow fluid, synovitis and fibrous ingrowth. The complaint was updated on (B)(4) 2013.